Manufacturer narrative:
A (B)(6) healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost ac power during a case and was unable to run on battery power. The patient was switched to a new unit. There was no report of patient injury.